Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and that it had performed to specification up to (B)(6) 2010. The info obtained from the device showed evidence of multiple power-up between 2008 and 2010, which would indicate a periodic manual power-up and not an automatic power-up by the device. The device failed the weekly self-test on three occasions on (B)(4) 2010, (B)(4) 2010 and (B)(4) 2010 because of a low battery. The device would have switched to fault mode and the customer would have been alerted to the fault. There is evidence to suggest this device remained in fault mode for five months. A new pad-pak was installed on (B)(4) 2010 and the device resumed to perform to specification up to (B)(4) 2012. Again there is evidence to indicate multiple periodic manual power-ups and the device failed a weekly self-test on (B)(4) 2012 because of a low battery warning. Investigation did not confirm a fault with the device or any component in the device, and there was no evidence to suggest the device was switching itself on automatically, which is known to fill the memory of the device and cause early depletion of the pad-pak. It is possible that the multiple manual power-ups of this device may have contributed to the early depletion of the pad-pak. The pad-pak was not returned and therefore was not tested as part of this investigation. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.